Manufacturer narrative:
The reported impedance issues was confirmed. As received, microscopic inspection of lead extension revealed all wires were found fractured. The damage is consistent with the overstress conditions or sudden event the lead extension was subjected that would cause the impedance issue as reported while in vivo.

Manufacturer narrative:
Date of event: event date is estimated.

Event description:
It was reported that the patient's extension was showing high impedances. Surgical intervention was undertaken and the extension was explanted and replaced.